Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited oversensing noise causing inappropriate mode switch. No intervention was performed and will continue to be monitored. The patient was in stable condition.